Manufacturer narrative:
The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). The field corrective action number has been provided. The user interface module master software version is 5.08.92, categorized as remediated. (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is being evaluated onsite by a baxter technician and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. Baxter's review of the device event history determined battery depleted set alarm caused an interruption of delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.